Event description:
The facility stated a silicone lens model aq2010v was defective upon receipt. It was indicated that one of the haptics was bent when the package was opened. The lens was not implanted and there was no patient contact. The model and lot numbers of the injector and cartridge are unknown.